Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a right hip arthroplasty in 1987. Subsequently, patient was revised on (B)(6) 2006 due to loosening of the stem. It has been reported that the patient underwent 8 additional surgeries prior to the revision procedure between 1996 and 2000.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a right hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2006 due to loosening of the stem.